Manufacturer narrative:
Conclusion: device investigation only found damage on the conductive link between the floating mass transducer (fmt) and the implant demodulator, as appears typical for having been caused during the reported repositioning surgery. The damage found explains well the lack of device function during the intraoperative testing. The recipient was re-implanted with a vorp 503. This is a final report.

Event description:
A revision surgery to reposition the floating mass transducer (fmt) was carried out during which the recipient was re-implanted with a vorp 503.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During revision surgery to reposition the floating mass transducer, the intraoperative testing of the device indicated that the device was not functioning after repositioning. The recipient has been re-implanted.